Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the system was explanted. Investigation was unable to determine which lead attributed to the ineffective stimulation.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114235. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.